Manufacturer narrative:
Technician found that the casters were not holding. Isolated the issue to faulty brake casters. Replaced casters to resolve this issue.

Event description:
Information received that the casters were not holding. No alleged injuries by account.